Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim 1 tubing actually came apart before I even primed it. The second tubing leaked medication on the floor. The machine never alarmed because the leak was at the junction just below the sensor. The third tubing we started to prime but realized it was going to leak.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing was leaking and returned one sample, on material 2420-0007, lot 25085760. There is also a second sample for separation at lower fitment, returned for another associated investigation within this record. That issue was found at the lower fitment, and so this area of the tubing was also investigated for this complaint. The leak reported was also observed on this sample, but without the full separation of the tubing. Tubing leak verified at the lower fitment of the pump segment (safety clamp), tubing did not fully separate. The same issue of solvent bond at the connection was found in this sample. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by creating a new template and 2 new fixtures for the solvent dispenser, this change was approved on december 17th, 2025.